Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is operating within the accepted tolerances in the both positions. Internal inspection: after dismantling of the valve, no deposits were found in shuntassistant 2.0. Results: based on our investigation results, we cannot detect any functional deviations or other abnormalities in the product. At the time of the investigation, we are unable to determine how the aforementioned functional impairment occurred. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant (#fx101t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 59 years. Height: 175 cm. Weight: 92 kg. Gender: male. Same patient/ event as med-watch no.